Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into signal loss with two telemetry transmitter devices. No patient harm was reported. Nihon kohden technical support (nk ts) walked the customer through checking the basics and put the cns into rssi mode to check signal strength, then noted that all the devices currently being monitored, including the telemetry packs that were showing signal loss, had rssi numbers of 15. Turning off rssi mode restored communication on one transmitter. Swapping out the other transmitter with a spare transmitter resolved the issue with the other transmitter. Nk ts advised the customer that the troubleshooting performed showed a possible signal interference as a root cause. Service requested / performed: troubleshooting. Investigation summary: the rssi values for the transmitters being monitored by the central monitoring station were 15. Signal loss was able to be resolved by swapping out of one of the transmitters in signal loss. The transmitter in signal loss was most likely experiencing signal interference. The customer was advised to follow up but no follow up attempts were made by the customer. Root cause cannot be determined. As the root cause is likely to be caused by environment factors and there is no evidence of an nk device malfunction, a CAPA is not warranted.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss with two telemetry transmitter devices. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into signal loss with two tele devices. No patient harm reported. Per the customer's initial complaint: intermittently signal loss on one transmitter and signal loss on another transmitter. The customer did not know her biomedical department contact information, so she called nk tech support line to troubleshoot. Nk tech support walked the customer through checking the basics and confirmed that the transmitter was indeed signal loss and not communication loss. Set the cns to rssi mode to check signal strength and noted that all the devices currently being monitored, including the tele packs that were showing signal loss had rssi numbers of 15. Turned off rssi mode and continued to see signal loss on one transmitter the other intermittent transmitter had restored communication. The ch number for the transmitter is signal loss was ch e122 model zm-531pa sn: (B)(4). Swapped out this transmitter with a spare transmitter and after transferring the patient, no more signal loss occurs. Nk tech support lets the customer know that the troubleshooting performed showed a possible signal interference root cause. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional devices information: the following devices were being used in conjunction with the cns: concomitant medical products. Two tele devices: 1zm-531pa: serial number ((B)(4)). Transmitter: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss with two tele devices. No patient harm reported.